Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and after removal of the battery and reset, it also alarmed unexpected restart and had unresponsive buttons. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that there was no significant event leading to the keypad issues, but stated that the act button would not press good sometimes in the past. The customer also stated that the time on the clock did not advance when monitored for one minute. The customer was advised to change the battery and observe the time for three minutes. The customer stated that the time still did not advance. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. There was no indication of troubleshooting for the unexpected restart. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: no frozen screen or button error alarm noted. Unit time/clock moved. Unit had unresponsive act, escape and up buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unexpected alarm due to unresponsive button. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.